Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with the return of device. Conclusion - failure event observed during analysis. Final analysis found that a partial lead was returned in three pieces. Insulation abrasions exposing the outer coil were noted at 7.6 cm to 7.7 cm and at 8.7 cm to 8.9 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.